Event description:
Paramedics attempted to administer a shock to a pt(no pt details reported). The device allegedly failed to discharge. A backup defibrillator was made available and used with no other problems reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.